Event description:
Spacelabs received a report from the clinical engineering dept in a hospital in (B)(6) that a vaporizer did not deliver agent at the start of the case with the vaporizer set to deliver 1.2% isoflurane. The anesthetist turned the vaporizer dial up from 1.2%, noted a click and agent was delivered.

Manufacturer narrative:
Test carried out by the hospital clinical engineering failed to replicate reported fault. The device was returned to spacelabs for investigation. The needle valve was disassembled and a small amount of contamination was found on the capsule surface. The valve assembly was entirely cleaned with alcohol. The vaporizer was re-assembled following product work instructions and confirmed that the dial rotated according to specifications. The vaporizer passed leak test and calibration. The investigation is ongoing; spacelabs will provide a supplemental report once our investigation is complete.